Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on 1925 pages of med records info it appears that on (B)(6) 2013, the pt's blood pressure dropped and she became unresponsive during her dialysis treatment. Pt recovered but refused to resume dialysis treatment or go to the hosp. There is no documentation in the med record that shows a causal relationship between the pt's unresponsive episode and the pt's hemodialysis treatment and dialysis products. A historical record review of the production lots during a three month time frame from the time of the event for this client has been requested; however, it has not been completed. A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2013, the pt had 20 minutes remaining in her dialysis treatment when she complained of not feeling well. Her blood pressure dropped from 170s to 137/89 and the pt proceeded to vomit and have seizure-like activities. Oxygen was administered at 2 liters/minute via nasal cannula, her blood was returned and ems were called. The pt continued to have additional seizure activity and vomiting prior to the arrival of the ambulance. The pt refused to go to the hosp. She was alert and oriented x3. The pt was encouraged to go to the ER if she started feeling worse. Pt was discharged stable, ambulatory, gait steady. On (B)(6) 2013 dialysis composition: 2.0 k, 2.25 ca, 0.75 mg, 100 dextrose. Sodium (meq/l): 135. Blood volume processed = 81. Bfr = 450. Scheduled time = 3.0.